Manufacturer narrative:
Continued e1 (email address): (B)(6) continued h6: f2201, f2203, f2303. Clarification to device info. (D.4): natrelle round textured silicone gel implant 265 cm3. The reported events of seroma and lymphoma - alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "seroma in the left breast", "lymphoma-alcl". Article citation: mesa, felipe, et al. "Breast implant-associated anaplastic large cell lymphoma after breast reconstruction for breast cancer." Plast reconstr surg glob open. 7 apr 2023, 11(4):e4911. Doi: 10.1097/gox.0000000000004911. Pmid: 37038413; pmcid: pmc10082277.

Event description:
Through the journal article titled "breast implant-associated anaplastic large cell lymphoma after breast reconstruction for breast cancer", a physician reported "significant growth of the left breast without any significant history", an ultrasound showed "seroma in the left breast, ... And seroma studies reported a cd30 positive" with "presumed diagnosis of anaplastic large cell lymphoma (bia-alcl)". The "seroma of 120 cm3 of serohematic fluid, ... Was drained and sent for culture without reporting significant findings". Patient was then "discharged with anti-inflammatories" and "two weeks later, the patient returned with a new seroma". An MRI with contrast medium was requested, which revealed the presence of peri-prosthetic fluid (20 cm3) and a thickening of the left mammary capsule in the super-outer quadrant". Subsequently, "the seroma was drained under ultrasound control and sent to pathology for cytology and immunohistochemistry." "Immunohistochemistry was positive for cd30 on tumor cells", "external resection borders without evidence of neoplasm ck, alk, ema, and cd38 were negative". Histopathological markers cd30+ and alk- have been received. The device has been explanted. Treatment: device explant, complete enbloc capsulectomy. This is for the left side.